Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion - tylenol was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a tylenol infusion was programmed as a secondary infusion with a volume to be infused of 50ml from a 100ml. However, the entire 100ml was delivered to the pediatric patient. This was reported to bd representatives during site visit. Bd cpc team reviewed proper secondary setup and delivery with the clinician. There was patient involvement but no harm.